Event description:
It was reported to manufacturer that the hand held screen was freezing and the physician requested a new device be sent to replace the non-working device. Attempts to obtain additional info regarding the event and the non-working device for analysis are underway.